Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - bd received photos from the customer facility for investigation. The photo was evaluated, however it is difficult to see a heparin fill with a naked eye so detecting the presence of additive in a photo is difficult. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for missing additive was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plus plastic plasma tube. Bd hemogard¿ closure tubes were missing heparin additive. No injury or medical intervention reported.